Event description:
It was reported that the patient presented in clinic for follow up. During interrogation doctor found the left ventricular (lv) lead was dislodged. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes product not returning.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Electrical, mechanical, and visual analysis was normal with no anomalies found.